Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. There were no electrical anomalies noted and the lead remained implanted.